Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 139 ohms. The shock impedance had been in the 90 ohm range previous to the out of range measurement. The rv pace impedance was also noted to have exhibited a change on the same date, going from 483 ohms to 602 ohms. This is still within normal specification limits. Boston scientific technical services (ts) discussed with the boston scientific field representative that with only one out of range measurement, they can consider continued monitoring for now. Ts noted that this is a single coil lead, so they are not able to check other vectors. The representative indicated that they understand and agree. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.